Event description:
It was reported that sometimes post a port placement, one of the lumens allegedly became loose or depressed from the surrounding plastic. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. . H10: g3. H11: d1, d4 (medical device catalog number), h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, one of the lumens allegedly became ¿loose¿ or depressed from the surrounding plastic. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, one of the lumens allegedly became loose or depressed from the surrounding plastic. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port duo MRI implantable port attached to a catheter was returned for sample evaluation. Gross, visual, microscopic visual, functional evaluations were performed. The c-side port septum was noted to be dislodged. The cath-lock was seated against the port body. A kink was noted on the attached catheter. Mandrel test was performed and was successful for c and t side port stem. Therefore, the investigation is confirmed for the identified septum dislodge and deformation issue. However, the investigation is inconclusive for the reported loose connection issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.